Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 UDI number attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint is about product code j546g. A device from product code j546g was received for analysis. In addition to that device, the following was also received: 1 detached needle and 1 suture piece know product code. Please provide the following information for the additional device received of 1 detached needle and 1 suture piece with an unknown product code: is there a complaint for the product returned of 1 detached needle and 1 suture piece with an unknown product code? If yes, please describe issue. Does this additional product received (unknown product code) belong to this complaint? If the device does not belong to this complaint: why was the device returned? Was the device returned in error? Does the device belong to a different complaint? If yes, please provide pc number.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture and needle separated. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of sutures that separated from the needle during this procedure. Please provide the source or name and title of the external person providing answers to follow-up. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after confirming with the sales-rep, it was verbally confirmed on 2024/10/07 that the additional device do not belong to this complaint.